Event description:
It was reported, the patient experienced a return of pain and leg spasms. The patient saw the hcp as he felt his pump was not working properly. The hcp checked under fluoroscopy for any obvious disconnection or breakage with the catheter and was unable to find any evidence of either. A rotor test, (B) (6) 2009, was performed with no anomalies noted. A dye study was performed on (B) (6) 2009. The hcp was unable to aspirate any cfs. Due to the high dose of fentanyl, 5 mg/cc, the hcp chose not to inject dye as a catheter kink was suspected and this would have resulted in a bolus of medication. The solution in the pump was replaced with diluted solution. On (B) (6) 2009, another dye study was performed. The hcp still was unable to aspirate cfs. Overcoming some resistance, dye was injected and noted to flow through the catheter into the intrathecal space with a free dispersion of the contrast material in the intrathecal space. The hcp suggested that it was most likely that the catheter was kinked. The pump reservoir was completely emptied and 24.5 cc were aspirated from the pump. The programmer indicated, there should be 26.5 cc in the pump. The volume discrepancy was within normal ranges and indicated that despite the kink, the pump was still delivering the intrathecal medications. The pump logs showed no alarm or anomalies had occurred. The MRI scan of the lumbar spine, (B) (6) 2009, indicated a mild broad-based disk bulge/protrusion l4-l5 with mild impingement. The hcp indicated, the increased pain was most likely due to the progression of the degenerative spine disease with disc rupture and annular tear. The drugs in the pump were fentanyl 5.0 mg/cc, clonidine 150.0 mcg/cc, baclofen 250.0 mcg/cc, and bupivacaine 30.0 mg/cc.

Manufacturer narrative:
(B) (4)